Event description:
Patient was revised to address cup loosening. **update** 02/06/2012 - litigation papers were received. Litigation papers allege complications related to severe infection of the right hip due to the implant device, including prolonged hospital stay after surgical removal of implanted device and placement of a temporary spacer, elevated levels of chromium and cobalt and severe physical pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.